Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Pump passed the self -test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 69.0 received the low battery alert (104) on 09/10/2025 05:01:00 after more than 7 days at 50.64 days. Battery cycle 68.0 received the low battery alert (104) on 07/21/2025 06:10:00 after more than 7 days at 51.02 days. Battery cycle 67.0 received the low battery alert (104) on 05/30/2025 20:02:00 after more than 7 days at 53.21 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. No motor displacement anomaly noted during testing. Unit received with battery cap contact missing; however, unit was properly tested using a reference test battery cap. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, fading serial number label and cracked battery tube threads. The p-cap/reservoir does lock properly. No low battery alert noted during testing and no unexpected low battery alerts, failed battery alarm, power loss alarms listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected drive motor anomalies noted. Unit was confirmed damage at battery tube side. Unit received with battery cap contact missing; however, unit was properly tested using a reference test battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported damage to the battery cap, the pump rejected the battery, and the motor was louder when rewinding. The customer also experienced random 'no delivery' alarms, loss of pump settings, a scratch on the screen, and diminished battery life. The customer reported no adverse event. The event involved product(s) mmt-213a, mmt-332a, and mmt-1880. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the battery cap damage, battery failed alarm, short battery lifetime, and cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-213a, mmt-332a, and mmt-1880.